Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The patient is pursuing a product liability claim arising out of the use of the competitor femoral component and mis tibial component. It was reported by patient s counsel that the patient received an implant on (B)(6) 2008 and experienced pain. In 2009, patient was informed by dr. That she was experiencing loosening. Patient was revised on (B)(6) 2010. Update patient was revised due to tibial loosening.